Event description:
Allegedly, femoral component fractured due to motorcycle accident. Dr wants to take "sem" photo at broken piece. Dr wants to take photo at bone interface and insert. No other info available.